Event description:
This report is based on information provided by philips remote service personnel and has been investigated by the philips complaint handling team. Philips received a complaint on the tempus pro indicating that during a medical intervention; while monitoring electrocardiogram (ECG), bradycardia appeared on the monitor. It was at this time that the display and membrane buttons stopped responding to touch. The user indicated they were unable to turn off the device. User states after 40-50 seconds, an error message of "monitoring interrupted. Monitoring has been interrupted." Occurred. Following this message, the monitor turned off. It was functional again following power cycling. Information obtained through good faith effort indicated there was no patient or user harm as a result of the incident.

Event description:
This report is based on information provided by philips remote service personnel and will be investigated by the philips complaint handling team. Philips received a complaint on the tempus pro indicating that during a medical intervention, while monitoring electrocardiogram (ECG), bradycardia appeared on the monitor. It was at this time that the display and membrane buttons stopped responding to touch. The user indicated they were unable to turn off the device. User states after 40-50 seconds, an error message of "monitoring interrupted. Monitoring has been interrupted." Occurred. Following this message, the monitor turned off. It was functional again following power cycling. There was no report of actual harm reported with this complaint. A request for additional information regarding the incident has been sent and the response is not yet received. There was no report of actual harm reported with this complaint.

Event description:
This report is based on information provided by philips remote service personnel and will be investigated by the philips complaint handling team. Philips received a complaint on the tempus pro indicating that during a medical intervention, while monitoring electrocardiogram (ECG), bradycardia appeared on the monitor. It was at this time that the display and membrane buttons stopped responding to touch. The user indicated they were unable to turn off the device. User states after 40-50 seconds, an error message of "monitoring interrupted. Monitoring has been interrupted." Occurred. Following this message, the monitor turned off. It was functional again following power cycling. Information obtained through good faith effort indicated there was no patient or user harm as a result of the incident.